Event description:
Customer reported that a pt sample containing anti-e did not react with e-positive cells of 0.8% resolve panel a lot 8ra189. No death or serious injury was associated with this event.